Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infection of mesh, recurrence, chronic wound, fistula, pain, adhesions, suture in fistula, persistent drainage, sinus, mass incorporating mesh, scar, pus, and abscess. Post-operative patient treatment included removal of mesh, small bowel resection, hernia repair with mesh, wound vac, as well as incision and drainage of abscess.